Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery compartment crack. It was reported there were no power issues experienced and there was no evidence of moisture ingress within the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/01/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/18/2014 with the following findings:a battery compartment crack was discovered during evaluation. The battery cap threads were found to be damaged. The battery cap was unable to be secured properly to the pump. A test battery cap was used for testing. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The display was replaced with a test display, and the contrast returned to normal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.